Event description:
The patient reportedly experienced intermittency between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. Further testing could not be completed due to loss of lock. The center is consulting the surgeon on a further action plan.